Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd angiocath¿ IV catheter the catheter kinked/bent during infusion and leakage. The following information was provided by the initial reporter. The customer stated: "after venipuncture, administration of the nutrient fluid was started, then leakage was observed; when removing the catheter and checking it, the hcp found that the catheter was bent."

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and the lot could not be found on the returned unit. Our quality engineer visually inspected the returned unit and observed that the catheter was a little crooked. The sample was then sent for a CT scan to identify any damage to the unit and find any possible leak spots. The findings from the scan revealed no damage to the device that could have caused or contributed to a possible leak. Additionally, since the device was reported to have leaked the observed bend to the catheter had to have happened after use because if the device was bent before use it would not have been possible to successfully use the device. Therefore, the engineer was able to verify the reported issue of bent catheter but could not verify the reported leakage. Based off the previous observations it was unlikely that this was a manufacturing defect due to the device being bent after use.

Event description:
It was reported when using the bd angiocath¿ IV catheter the catheter kinked/bent during infusion and leakage. The following information was provided by the initial reporter. The customer stated: "after venipuncture, administration of the nutrient fluid was started, then leakage was observed; when removing the catheter and checking it, the hcp found that the catheter was bent.".